Event description:
A (B)(6) male s/p hmiii vad implantation on (B)(6) 2015 as destination therapy for a stage d icm and is enrolled in the (B)(6). His post op course has been complicated by lower gi bleeding due to significant diverticulosis, enterococcus faecalis drive line infection, right common femoral endarterectomy on (B)(6) 2016, diagnosed (B)(6) 2016 with right lung squamous cell lung cancer s/p radiation therapy; in (B)(6) 2016 he was diagnosed with pneumonitis and gi bleeding; he was found to have esophageal candidiasis. He was readmitted (B)(6) 2017 with recurrent sob and diagnosed with cryptogenic organizing pneumonia treated with prednisone. He was seen on (B)(6) 2017 by ID, ep at (B)(6) heart and in the vad clinic. At the ep office he was found to have an inappropriate ICD fire for afib with rvr. At the vad clinic he was found to be volume overloaded with a ten pound wait gain over five days. He was admitted for aggressive diuresis. Lab studies revealed elevated ldh. Patient was treated per thrombus protocol with limited improvement. He then developed a drop in his h and h and presumed gi bleeding. Patient resting comfortably, wife at bedside. Lvad support discontinued all family present at bedside. Supportive care given. Oxygen in place via nasal cannula, patient receiving prn ativan and morphine for shortness of breath.